Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a defective tip clamp in the reported problem area of the pipette assembly. Fe replaced defective tip clamp on position # 6 to resolve the problem. The instrument was tested without further problem and was returned to expected operation.